Manufacturer narrative:
Follow up 5/9/2015: tandem customer technical support contacted health care provider (hcp) to review pump data. It was noted that the carbohydrate entries were included as a means of calculating a specific bolus. Hcp noted that the customer will enter estimated carbohydrate values to calculate a bolus amount. Hcp indicated that viewing bolus calculations and entering carbohydrates correctly would be discussed with customer. The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the pump was recording inaccurate carbohydrate calculations. There was no impact to the customer's blood glucose level.